Manufacturer narrative:
An event of decreased oxygen saturation, hypotension, bradycardia, ventricular fibrillation, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and medical review, the exact cause of the reported hypoxemia, hypotension, bradycardia and ventricular fibrillation could not be conclusively determined. The use of propofol appeared to result in desaturation with subsequent clinical decompensation. The cause of the reported death could not be conclusively determined. The reported unexpected medical intervention was a result of case specific circumstances as CPR was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 12f amplatzer torqvue 45x45 delivery system. Device was loaded per IFU. After the first propofol administration, oxygen saturation repeatedly decreased. The device was inserted into the patient anatomy. During the procedure the patient became hypotensive, and bradycardic. Physician thought this was due to the aortic valve stenosis. Reanimation and intubation occurred while the delivery system and occluder were removed from the anatomy. After CPR, the patient developed ventricular fibrillation (vf) so defibrillation was performed. Left heart catheterization was performed as well. The patient died on the table. Official cause of death is unknown, but in the physician's opinion it was related to the patient's comorbidities. There was no reported malfunction of the abbott device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.